Manufacturer narrative:
The front bezel was returned to philips for evaluation. The root cause of the nav-ring failures has been determined to be liquid ingress due to the variability of the assembly process. Upon further review, as this event occurred during the device¿s preventive maintenance, outside of clinical use, this event no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 03jun2021. There was no patient involvement.

Event description:
The customer reported that the nav ring is not working. There was no patient involvement. The field service engineer (fse) determined the touchscreen was fully functional, front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved.